Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of inflammatory process, granulomas, and abscess are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported events as follows: undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported patient was injected to the malar region (ck1, ck2, ck3) with 2 ml of juvéderm¿ voluma¿ with lidocaine. Twenty days later patient developed ¿a very serious inflammatory process¿ consisting of ¿granulomas in the malar region¿ on the right side. Patient visited the emergency department of a hospital and was initially referred to a dentist because they had a root canal 4 months prior to injection. However, ¿according to diagnostic images, this cause was discarded.¿ patient visited the emergency room ¿another time¿ and informed the ER doctor's of the patient's prior hyaluronic acid treatment and "on admission" patient was prescribed amoxicillin and clindamycin for 4 days. Patient was then referred to their injecting physician who ¿started a treatment plan and also observed that patient is initiating the same process on the other side of the face.¿ physician prescribed moxifloxacin, dicloxacillin, and injected hyaluronidase. Physician also performed ¿abscess drainage, with posterior puncture in order to verify collection 12 and 24 hours later.¿ symptoms are ongoing and the right malar nodule persists. An ultrasound is scheduled along with ¿possible start of intralesional corticoid treatment.¿